Event description:
During an ercp procedure, the physician advanced a wilson-cook zilver expandable metal biliary stent system over and pre-positioned wire guide. The stent was unable to be deployed completely, and broke into two pieces during manipulation. A 2-cm section of the stent remains in the pt's biliary tract. The physician implanted a plastic stent. No injury to the pt was reported.